Manufacturer narrative:
The device will not be returned for evaluation as the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional cds0706-xtw device referenced in b5 is filed under separate medwatch report number.

Event description:
It was reported that a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) with a grade of 4. A mitraclip xtw (31019a1090) was inserted and deployed on the mitral valve. However, after deployment the clip detached from one leaflet and remained attached to the other leaflet (single leaflet device attachment/slda). A mitraclip xt (30928r1102) was then inserted without issues. However, while in the valve, it was observed that one gripper was not functioning as intended, and an echogenicity was noted, where a clot was suspected. Therefore, the xt was removed from the patient and the procedure was discontinued. The mr remained at a grade of 4. There was no clinically significant delay in the procedure. It was noted that the patient was stable.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, a cause for the reported difficult single gripper actuation could not be conclusively determined. The reported poor imaging is related to procedural conditions (rotated heart and shadowing) per case details. A cause for the reported thrombus could not be conclusively determined. The reported patient effect of thrombosis/thrombus, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The reported serious injury/ illness/ impairment was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
N/a.